Event description:
It was reported that the pump was beeping. Upon arrival, there was only 1 hour and 7 minutes of infusion time left remaining on the pump. The pump read remaining volume 8.2 ml but upon inspection 5fu bag was completely empty. The occlusion alarm had gone off. The pump was programmed at correct rate of 7.4ml/hour. The pump was disconnected. The port was flushed and de-accessed. The patient was discharged in stable condition. There was no reported patient harm. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.